Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was 671 mg/dl at the time of the hospitalization and was treated with manual injections, insulin drip and bolus. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer had issues with the infusion set. The customer reported that they were not feeling well and their blood glucose was so high. The customer removed the infusion set it was bent again. The customer reported that they feel okay for troubleshooting. The customer informed that they had a back-up plan available. The customer was unable to complete the care link upload. The insulin pump will not be returned for analysis.